Manufacturer narrative:
D9: product received date 7/11/2024. H3: one device was returned for evaluation. It was reported that the device was double beeping without cassette attached. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. After reviewing the event log, evidence shows that the issue started on (B)(6) 2024 and the customer tried to power down and up the pump several times to fix the issue. Functional testing was performed. The device powered up with a double beeping sound. The beeping sound stopped after a cassette was attached. A no disposable alarm test was performed. When testing concluded, the cassette was removed. A few seconds later, the pump double beeped again. The upstream and downstream sensors occluded when tested. The cause was the downstream occlusion (dso) sensor assembly. The dso sensor was replaced to resolve the issue. The device passed all the functional tests after the repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. (B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was double beeping without cassette attached. The event occurred during testing. There was no delay in therapy. There was no physical damage and no customer damage reported. There was no patient involvement, and no harm/adverse event was reported.